Event description:
It was reported that, a disposable flexible reamer shaft was opened. The tech was not able to get the reamer head on the shaft. The nylon was removed to allow the head to go on. The head then went on but would not stay in place. Another reamer was opened and functioned appropriately.

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a suppplemental report.